Event description:
A user facility reported multiple case of tass following cataract procedures. Per the reporter, the cases have occurred sporadically, in no particular order, and with multiple surgeons. The majority of cases are resolving with topical steroids. In this case, the patient exhibited symptoms of tass characterized by inflammation, fibrin and hypopyon within 24 hours of an uneventful cataract procedure. The patient was referred for tap and culture of the anterior chamber and vitreous and received an intravitreal injection of an antibiotic and steroid. Cultures were negative and symptoms resolved without sequelae. Visual acuity 14 days post-op was 20/20. The facility is investigating multiple potential causes. Including cleaning and sterilization procedures, environmental factors, instruments and products used during cataract procedures. The reporter states they perform an average of 40 surgeries per day, cycle two instrument trays room, have re-useable cannulas, and some or personnel are recently hired. Epinephrine is added to the irrigating solutions and patients receive intacameral vancomycin in 2006, a listing of products and lot numbers currently in stock was provided by the reporter. With the execption of the iol lot/serial numbers, the facility is not able to idenify if any of the product lots listed were specifically used on patients who developed tass.